Event description:
It was reported that during testing, it was observed that the motor device had a "leak in the hose". The reporter did not clarify the location of the leak. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. No injuries or medical intervention were reported. During pre-testing of the returned device, it was observed that the device was "running hot". All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. During pre-repair testing it was observed that the device was running hot. Reliability engineering evaluated the device and the reported condition could not be duplicated or confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly.